Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to the third party service center for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the signs of contamination on the electrical connector was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center with no reported complaint. However, during the device analysis, the service center identified that the device had signs of contamination on the electrical connector. There was no patient involvement.